Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was returned to the manufacturer. The exposed rv (right ventricular) defibrillation coil became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant. (B)(4).

Event description:
It was reported that during the attempted implant the physician felt irregular stops and blockage and the lead would not advance through the tricuspid valve. Once the lead was removed, a lead coil issue was suspected. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.